Manufacturer narrative:
Repairs have not been completed.

Event description:
The account stated, the left coiled cable has bare metal wires visible due to the cable rubbing against the left head caster. He replaced the cable but now the air system will not operate. There is no voltage going to the air compressor.